Event description:
The patient currently has 2 dead batteries. Attempted troubleshooting by moving the charging station to several different outlets and checked that the cable was in firmly and in the locked position. Neither of the batteries would charge and were both stuck on 0%. Troubleshooting unsuccessful. Wcd role in the event is pending evaluation of to-be-returned device.